Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer reported that the patient was a male in his late 60¿s. Patient fields in which information is not provided were intentionally left blank. Physio-control perform initial evaluation the customer's device and was unable to verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to recognize connected defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. It was reported that the event occurred with a patient.

Event description:
The customer contacted physio-control to report that their device failed to recognize connected defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. It was reported that the event occurred with a patient.

Manufacturer narrative:
Physio-control service representative evaluated the customer's device and was able to verify reported issue. Patient event records showed that connect electrodes message occurred. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. No root cause could be determined.